Manufacturer narrative:
The esu and its' footswitch were thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. Also, the footswitch was found to be working as intended. No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no erbe equipment problem was found that would have caused or contributed to the event (note: the non-erbe bipolar accessories were not evaluated.). Failures involving the functionality and or use of the non-erbe accessories could not be ascertained. As a result, no conclusive determination could be made as to the cause of the incident. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred during a laparoscopic appendectomy with the electrosurgical unit (esu/generator). The esu was used with a bipolar spring handle and forceps manufactured by storz. It was stated that the unit's autostart feature was not "on" and the footswitch was not activated; however, the bipolar forceps was active. A 0.5 cm diameter white/necrotic area appeared on the patient's small intestine (ileum). To address the issue, the small bowel was partially resected and the patient's hospital stay was prolonged [extended an extra five (5) days]. Note: the esu was distributed by our parent company (erbe elektromedizin (B)(4)) to a (B)(6) hospital.